Event description:
The programming history database was reviewed and showed data from (B)(6) 2004 through (B)(6) 2009. Diagnostic data was also observed. The last diagnostic reading was performed on (B)(6) 2008. This diagnostic test faulted, which inadvertently changed the patient's vns therapeutic settings to lead test settings. No interrogation of the vns device followed at this visit; therefore, the patient was never returned to the intended vns therapeutic settings. The doctor who performed the diagnostic testing that possibly caused a fault is now deceased.

Manufacturer narrative:
Analysis of programming history.